Manufacturer narrative:
The reported issue (the user found something white that looked like mold attached inside of the suction evacuator as the user attempted to use the device) was confirmed. The device was returned. The visual inspection noted foreign material inside the evacuator, this foreign material was silicone residue not mold. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿do not use if package is damaged. Consult instructions for use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user identified foreign material on the device. The foreign material allegedly appeared to resemble mold, and was attached inside of the suction evacuator. The foreign material was identified as the user attempted to use the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user identified foreign material on the device. The foreign material allegedly appeared to resemble mold, and was attached inside of the suction evacuator. The foreign material was identified as the user attempted to use the device.